Event description:
The zimmer air dermatome was fitted with integra dermatome's (model: s) blade. There were no physical distinguishable features on the blade that could prevent this match, so the clinician thought zimmer air dermatome should work properly. However, when the doctor attempted to use the dermatome device at the graft site (anterior left thigh), the blade pulled the skin into the dermatome guard, breaking the full thickness of skin, tearing the skin. The doctor worked to close the wound appropriately. Upon further inspection of the zimmer air dermatome device, it was noticed that integra blades are not compatible with the zimmer air dermatome.